Event description:
During preoperative checkout of the equipment, customer felt output of vaporizer was lower than expected. There was no pt involvement. Ohmeda's investigation into the reported event is still ongoing. A follow-up report will be submitted when the eval has been completed.